Manufacturer narrative:
Analysis confirmed the device was in reset due to a por. The por was a result of excessive and frequent hv therapy.

Event description:
It was reported that the device was in back-up vvi mode with no defib support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.